Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the tip cover accessory was torn when the monopolar curved scissors instrument jaws were opened. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the monopolar curved scissors (mcs) instrument tip cover accessory was properly installed during the surgical procedure. There wasn¿t part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. There was no electrolube or any other lubricant applied to the mcs instrument prior to the tip cover accessory installation. The tear didn¿t result in the orange surface being visible. It is unknown if energy leak/arc from the mcs instrument due to the issue.